Event description:
It was reported the patient was not receiving adequate pain relief from his drg system. Follow up identified surgical intervention was taken on (B)(6) 2017. The physician implanted two additional leads placed bilaterally at l4. Additional follow up identified the patient's drg system was programmed and the patient reported receiving improved stimulation coverage.